Event description:
It was reported that during a da vinci-assisted urology (prostatectomy) surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported arm#4 experienced repeated recoverable error #23072 before docking. Prior to contacting tse, the customer attempted multiple emergency power-offs (epo), but without success. Tse advised performing an epo and turning the circuit breaker to off, then resetting the breakers and powering on the system, but the fault persisted. The site had access to two additional systems, tse advised the caller to use the dv x system. The customer agreed to swap the patient side cart (psc). The customer was able to then recover on the original psc. It was advised that the fault could reoccur during clinical use, and the patient side cart should be swapped as the surgeon expressed concerns about proceeding with only three arms. The call ended with the plan that the surgeon would call back if assistance was needed when setting up the new patient side cart. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and moved the universal surgical manipulator (usm) 4 in all directions. The error could not be reproduced. The fse installed a p clamp. The system was verified and ready for use.